Manufacturer narrative:
Patient information is unknown. It is unknown when the event occurred. Additional procodes: ktt. The device was not implanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that during attachment of a plate to the femur, two (2) cortical screws broke. Both screws broke at the transition screw head / screw shaft. This complaint involves two (2) devices. This report is for a screw. This is report 1 of 2 for (B)(6).